Manufacturer narrative:
In this follow-up report, the following information is different from the initial report as the internal investigation was completed. B5: describe event or problem - additional information. G7: type of report - follow-up. H2: additional information and device evaluation. H3: device evaluated by manufacturer. H6: event problem and evaluation codes- method code. H6: event problem and evaluation codes- conclusion code.

Event description:
The customer did not return the meters in question but provided their s/n. The manufacture and qc records for the meter were reviewed, and no abnormal issue was found in manufacturing process, technical testing and quality control inspection. The manufacturing process complied with dmr. For the test strips, technical investigation cannot be carried out as test strip lot number was not reported by the customer, and they were not returned. The reported issue of inaccurate readings cannot be attributed to customer error, internal error, or supplier, and no root cause was identified. No further investigation is required as the complaint frequency is improbable, and the severity is negligible. We will continue to trend for similar complaints for systemic issue.

Event description:
Acon was made aware via a distributor in (B)(4) on (B)(4) 2020 that they received a complaint related to potential inaccurate readings on the on call extra blood glucose meter (ocxt). The reporter of the complaint was concerned about the difference in blood glucose values on the ocxt meter as compared to other brand meters. As per the reporter, the difference in blood glucose values reaches up to 100 mg/dl that may affect the dose of insulin and makes detection of hypoglycemia difficult. No other relevant information related to patient was provided. No injury or medical intervention was reported. No product was returned for evaluation. The reported event of inaccurate glucose readings cannot be confirmed. Should new relevant information become available, a supplemental report will be submitted.